Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the right ventricular (rv) lead exhibited low pacing impedance and noise. The rv lead was capped and replaced on (B)(6) 2025. There were no patient consequences.